Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reports u by kotex sleek regular tampon came apart during use. Consumer removed all pieces. On (B)(6) 2018, consumer visited doctor and was diagnosed with bacterial vaginosis with symptom of vaginal discharge and was prescribed antibiotics.